Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was a crack along the battery compartment between the bumper pad and cover. The pump was found to have a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).